Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy. The insulin pump had suspended when the sensor glucose value was 40 mg/dl while their blood glucose value was 179 mg/dl. It then said to change the sensor and they changed it. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. The customer was advised they may need to discuss with the health care professional for the area of insertion. The customer was advised to monitor the sensor glucose performance. The product will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings.